Manufacturer narrative:
(B)(4). Investigation results: the returned lighttrail single use laser fiber was analyzed, and a visual evaluation noted that the laser fiber was returned in one piece. The laser fiber measured 309.9 cm from the tip of the connector to the distal end. The exposed glass tip was degraded down to the fiber jacket. A functional evaluation revealed that there was no light present from the sma connector, indicating that there was a fracture within the fiber connector. No other problems with the device were noted. The reported event of the lighttrail single use laser fiber failed to emit energy was confirmed. The reported failure to emit laser energy is consistent with a fiber broken within the connector. It is likely that procedural handling of the fiber during set-up or use contributed to the fracture within the fiber connector and fiber body fracture. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a lighttrail single use laser fiber was used during a ureteroscopy procedure to treat renal stones in the ureter, performed on (B)(6) 2022. The laser unit used was an auriga xl laser console. During the procedure, there was no energy coming out from the laser fiber. The procedure was completed with another lighttrail single use laser fiber. There were no patient complications reported as a result of this event. Note: this event has been deemed reportable based on the investigation finding of laser fiber broken within the connector.